Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: in-stent restenosis untreated, resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported that the index procedure took place in 2008. Predilatation was performed prior to stenting of the proximal rca with a xience v stent. No procedural complications were reported. In 2009, the patient was experiencing shortness of breath. Patient complained of dyspnea on exertion for 4-5 weeks; cardiac cta done; left heart cath two months later, reveals that the stent in the proximal portion of the rca is widely patent with one small area of approx 30% in-stent restenosis, no intervention was performed for treatment. Patient was discharged the next day. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Restenosis, as listed in the xience v IFU, is a known adverse event associated with coronary stenting. Restenosis and dyspnea are listed as no fault complications. It is possible that the dyspnea is a secondary effect of the restenosis. Reportedly, no treatment was performed. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.